Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted

Event description:
It was reported skin not coming through mesher cleanly (bunching), and that the combs were damaged. Also, the parts were stiff. The event occurred during surgery. The delay was between 16 to 30 minutes and there was no harm. No additional graft was needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged, roller worn, side plates worn, and handle inner gear worn and so the comb, roller, carrier guide, side plate, and gear were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.